Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure was caused by malfunctioning (slight leakage) of buffer valve resulting in bubbles in cell 2 buffer tubing. The fse replaced the buffer valve to resolve the issue. All verification checks were within specification and system was released for use to the customer. Information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 analyzer generated intermittent erroneous high ion selective electrode (ise) results. The ise assays affected were sodium (na), potassium (k), and chloride (cl). There was no report of injury and/or change to patient treatment. The customer verbally provided results of two out of three patients results. The customer did not provide patient demographics.

Manufacturer narrative:
Selected "foreign" in g2-report source section as country of origin is singapore.